Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (400 mg/dl), and a small amount of ketones present. Customer changed the cartridge and infusion set, and reportedly blood glucose levels stabilized.